Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device failed self-test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll representative evaluated the device at the customer site and observed the reported malfunction during testing. However, the reported problem could not be duplicated. A flex cable was replaced as a precaution and the device was recertified and placed back into service. Analysis of reports of this type has not identified an increase in trend.